Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving morphine (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported the patient experienced tenderness at the pump site. Diagnostic tests were performed on (B)(6) 2019 and the physical exam was normal. The device was interrogated. The outcome of the event was not recovered/not resolved. The event date was (B)(6) 2019. The adverse event term was possible wound infection and resulted in treatment. The patient's weight was not collected. The etiology was not related to the study procedure, catheter, myptm, drug, or systemic opioid weaning and was possibly related to the device (pump). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the outcome of the event was rec overed/resolved on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving morphine sulfate 0.5 mg for a total dose of 0.29922 mg/day. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study updated the relatedness to the pump to probable. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the adverse event term was updated to tenderness at the pump pocket. No further complications were reported/anticipated.